Event description:
As reported, a navilyst PICC device was being inserted with fluoroscopy in radiology. The PICC was being placed using over-the-wire technique into the basilic vein in the patient's arm. The navilyst 0.018" guidewire provided with the PICC, became stuck inside the catheter while advancing the PICC over the wire. The PICC was not occluded, as fluoro confirmed that contrast was successfully injected thru both lumens. The user inserted a galt guidewire (not provided by navilyst medical) into the other lumen of the PICC in an effort to unstick the PICC from the navilyst guidewire. During this process, the galt wire broke inside the PICC lumen. The entire galt wire was removed from the patient without complications. The used devices have been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2010, navilyst medical complaint report was reviewed for the product family of xcela pasv piccs and the failure mode of "guidewire difficult to insert/remove." No adverse trends were identified. Returned, was the used catheter as well as two unused PICC kits from the same lot. During cleaning of the used catheter, approximately 6cm of the galt guidewire was flushed from the catheter. The catheter appeared undamaged. An access guidewire, obtained from one of the unused kits was advanced without difficulty through both lumens of the used catheter. This guidewire was also retracted without difficulty. This same procedure was performed successfully on the two catheters from the unused, unopened returned PICC kits. Based on the evaluation of the returned samples, a definitive root cause is unable to be determined for the customer having difficulty advancing and retracting the navilyst guidewire. Both catheter lumens were patent, and the guidewire was fed easily through both lumens of the returned catheter samples. The galt guidewire, which fractured within the catheter, is not supplied by navilyst medical. The directions for use (dfu) packaged with the valved, power-injectable PICC contains instructions for hydrating the guidewire prior to use to ensure activation of the hydrophilic coating. The dfu also states that "this may need to be repeated during the procedure by gently flushing the catheter with sterile normal saline solution for injection through the supplied flush assembly with the guidewire in place." Process controls in place for the manufacturing of the PICC device include the following: visual and dimensional inspection of the catheter, 100% check of all catheters with a guidewire to confirm lumen patency, and 100% air leak testing of all catheters. Additionally, the extruded catheter tubing is subjected to visual inspection for defects or damage as well as dimensional measurements at incoming inspection. (B)(4).